Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the complaint: the patient received a cook gunther tulip filter on (B)(6) 2004. The patient claims that his filter has tilted, migrated and was unable to be retrieved. In 2006, it is alleged that the patient experienced additional dvts (deep vein thrombosis) in both legs. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Instructions for filter retrieval are labeled in the IFU. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
According to the complaint: the patient received a cook gunther tulip filter on (B)(6) 2004. The patient claims that his filter has tilted, migrated and was unable to be retrieved. In 2006, it is alleged that the patient experienced additional dvts (deep vein thrombosis) in both legs. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2017 as follows: the plaintiff allegedly received the device implant via the right internal jugular vein as surgery prophylaxis due to history of dvts on (B)(6) 2004. Plaintiff is alleging migration; tilt; device unable to be retrieved; anxiety; depression; and circulatory problems.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating : "migration, tilt, device unable to be retrieved, anxiety, depression, and circulatory problems". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter migration is a known potential complication of vena cava filters. Cranial (including to the heart and lungs) and caudal migrations have been reported. Among other causes, migration may be associated with filter placement in ivcs with diameters other than those specified in the instructions for use, improper deployment, deployment into clots, dislodgement due to large clot burdens, and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating : "migration, tilt, device unable to be retrieved, anxiety, depression, and circulatory problems". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter migration is a known potential complication of vena cava filters. Cranial (including to the heart and lungs) and caudal migrations have been reported. Among other causes, migration may be associated with filter placement in ivcs with diameters other than those specified in the instructions for use, improper deployment, deployment into clots, dislodgement due to large clot burdens, and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.